Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent open reduction internal fixation surgery for distal radius fracture with the volar rim distal radius plate in question. On an unknown date, the plate broke. On (B)(6) 2019, the patient underwent the removal surgery. There was no surgical delay. No further information is available. Concomitant devices reported: 2.4mm ti va locking screw stardrive16mm-sterile (part# 04.210.116s, lot# unknown, quantity# 1); 2.4mm ti va locking screw stardrive 20mm-sterile (part# 04.210.120s, lot# unknown, quantity# 2); cortscr ø2.4 self-tap l14 tan (part# 401.764s, lot# l899931, quantity# 1); cortscr ø2.4 self-tap l14 tan (part# 401.764s, lot# l882505, quantity# 1); lockscr ø2.4 self-tap l14 tan (part# 412.814s, lot# unknown, quantity# 2); lockscr ø2.4 self-tap l18 tan (part# 412.818s, lot# unknown, quantity# 1); lockscr ø2.4 self-tap l20 tan (part# 412.820s, lot# unknown, quantity# 3). This report is for one (1) 2.4mm ti va-lcp volar rim dstlrad pl/6h hd/5h shft/rt-ster this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The part was forwarded to manufacturing site for investigation. Summary of the manufacturing investigation as follows: the returned item has been manufactured and then released in july 2018 according drawing se_292817 rev.e valid from 06-july-2017. The involved lot has been manufactured starting from the blank art. 60067396/lot l936541 produced with the raw material art.60010283 lot l829908 (ticp es0439-haf as required by se_292817 rev.e). No non-conformances or document change have been identified which may be related to the complaint condition. The returned part was reinspected for all the features relevant to the complaint condition. The measurable features (thickness, width and holes features) have been found conforming to manufacturing specifications. As per selected investigation flow, the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Complained part is returned to customer quality as per procedure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.115.750s, lot: l951040, manufacturing site: mezzovico, release to warehouse date: 04.july 2018, expiry date: 01.june 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the bone was healing at the time of the re-operation. There is no loss of correction. All plate and screws were removed. There are no pieces left in the patient. The doctor confirmed this by xray. The doctor said it seems that the plate was broken at 3 months after operation.patient outcome is reported as stable.